Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.

Event description:
Customer complains of "lo" results. Customer states that he feels physically fine and denies the need for medical attention. The customer's expected blood results are 90-105mg/dl fasting. Verified test strips expire 01/14/2018. Confirmed customer's test strips are being stored properly and opened vial date was (B)(6) 2015. Customer performed a back to back blood test lo on both tests. Reviewed meter memory 1: lo fasting: yes, 2: 32 mg/dl fasting: yes, 3: 57mg/dl fasting: yes, 4: 105mg/dl fasting: yes, 5: lo fasting: yes. Customers concern: lo, 32, 57, lo. No adverse event reported.